Manufacturer narrative:
H3: product analysis: evaluation determined that the attachment have locking issue. The likely cause of failure is due to corrosion. It was also noted that lock twist found jammed, bearings are broken and corroded, drive shaft assembly found corroded. G3: aware date used as date of analysis performed date as the event is reported based on evaluation findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the attachment have locking issue. It was reported there was no patient involvement.